Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer's blood glucose level was 489 mg/dl, at the time of incidence. Customer was treated with manual injections and boluses for high blood glucose level. Customer reported that they received multiple insulin flow block alarms. Customer did not allege that the insulin pump was under delivering. Customer was on auto mode. Customer declined to test the insulin pump. The insulin pump will not be returned for analysis.